Manufacturer narrative:
A hospital biomed performed a checkout of the equipment and a review of the logs. The equipment was found to function within specifications. The unit was returned to service.

Event description:
The hospital reported the unit had a system malfunction error. There was no report of patient involvement.